Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system showed that the geometry movement was not possible. The fse restarted the system to resolve the issue but the issue persisted. The fse checked the system and found that the motion system cannot be connected. The fse re-plugged the board on the pc and reinstalled the geo pc software to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system's movements failed. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and plug and unplug the board on the pc and reinstalled the geo pc software. The device was returned to use in good working order.